Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter, translated from japanese: "when checking fluid flow and aspiration, the hcp noticed that air was drawn, and so suspected a crack on the product."

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device was damaged. The following information was provided by the initial reporter, translated from japanese: "when checking fluid flow and aspiration, the hcp noticed that air was drawn, and so suspected a crack on the product."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 14-jul-2022. H6: investigation summary: bd received a q-syte closed luer access device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed no visible defects to the device. Upon microscopic inspection no adhesive was found running down the inner wall of the q-syte's top body. No damage was observed to the top disk, however, the bottom disk had a tear on each side of the disk slit. One tear was observed on the column of the septum. Based off the device evaluation the engineer was able to verify the reported defect. Due to the device being received outside of its original packaging and showing signs of use a definitive root cause could not be determined. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. During manufacturing this defect can occur due to burred tooling, poor blade quality, misalignment of parts/probe, or from a sharp edge from adhesive buildup. This defect can also occur during use, due to excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. The manufacturing facility has been notified of this incident and the findings.